Event description:
A nurse called to request a replacement insulin pump for the customer. She stated that the customer was hospitalized for high blood glucose levels. Advised the nurse that troubleshooting would need to be conducted, and advised to have the customer call in with the insulin pump in hand. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.